Event description:
It was reported from (B)(6) that a medium priority alarm occurred showing "controller fault" in the display. A sound was heard that was described as "very low". The controller was exchanged and the device is being sent back to the manufacturer for evaluation. The controller exchange is reported to have gone well with the patient showing no complications. There was no reported patient injury as a result of this event.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The controller passed functional testing. The reported event was confirmed via review of the controller log files which revealed a controller fault alarm on the date of the reported event. Further analysis revealed the controller fault alarm as type "sys_uic_aps_failure"; controller faults of this type are caused by a known device condition and are highly intermittent. An internal investigation has been opened to evaluate these issues. No additional information will be forthcoming.